Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that his implant gave out. The patient stated that all of a sudden he heard something like a "pop", like electric and the implant started working bad, it started not working anymore." The implant was starting to bother the patient's legs, all the way to his head and back. The patient reported that he tried to stop it, but he thinks something just "burned out" and he is in tremendous pain because of this. The indications for use were chronic low back pain and spinal pain. If additional information is received a follow-up report will be sent.